Event description:
The customer reported that the ortho provue read a sample barcode ID incorrectly. A miss-association of result to the wrong sample could result in inappropriate physician action. The user identified the issue while reviewing the result by sample report, preventing erroneous results from being released.

Manufacturer narrative:
Barcode labels were not returned to mts for investigation. Therefore, the barcode quality or type used by the customer could not be investigated. An ocd field engineer (fe) visited the site and verified that the sample camera alignment and optics were within specifications. The fe replaced the sample camera, performed camera adjustments, ran diagnostic tests and tested the sample barcodes multiple times without any errors. Repairs have returned the instrument to expected operation. No definitive root cause was identified.